Event description:
It was reported by the rep that the (1) hp052 was used during a laparoscopic cholecystectomy procedure. It was reported that the staff in the room noticed several steady tones. The handpiece still emitted steady tones after changing the tip. The case was completed with another hand piece and there was no pt consequence. One of the relevant instruments or accessories used was a lcsc5.